Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results, and the customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms of dizziness and vomiting. The customer was unable to self-treat and had contact with a healthcare professional (hcp) who administered an infusion of unknown medication for treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.